Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer steerable delivery sheath. At the start of the procedure, a non-abbott steerable sheath and a non-abbott wire were used to create a trans-septal puncture. After the puncture was completed, the non-abbott delivery sheath was removed and the amplatzer steerable delivery sheath was advanced over the non-abbott wire into the left atrial appendage. A pressure saline heparin bag was connected to the extension tubing of the steerable sheath. The physician advanced the pigtail through the sheath and administered contrast into the left atrial appendage. It was observed on echo imaging that air bubbles were injected into the left atrium when the contrast was pushed. The physician believed the air bubbles were introduced from the saline bag. The patient had st elevations that were confirmed via electrocardiogram. The physician administered nitroglycerin as a preventative measure and after five minutes the st elevations resolved, and the patient returned to a normal sinus rhythm. The procedure then proceeded without problems and the occluder was implanted successfully. There was no clinically significant delay and no other adverse patient effects reported. The patient was reported as stable.

Manufacturer narrative:
An event of air embolism when the contrast was pushed and st elevations were reported. A returned device inspection to rule out any device-related causes could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. A CAPA was initiated for further investigation on the amplatzer steerable delivery sheath air ingress trend, per internal procedures.